Event description:
The salute fixation device is intended for fixation of prosthetic material. The system was being prepared for a lap ventral hernia repair. The disposable implant cartridge was loaded into the instrument and a construct deployed. The report from the hosp stated that the salute was deploying incomplete "q" constructs. The suregery was completed with a different salute instrument, without detrimental affect to the pt.